Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's defib output was incorrect. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The analog board and the multi-function cable were replaced and scrapped as a pre-caution. The device was recertified and returned to the customer. Review of the device activity logs found cannot confirm the report. The clinical file was not available for review as part of this investigation. No trend is associated with reports of this type.